Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The recommended replacement time (rrt) occurred on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis of the returned device indicated shorting/low impedance in the battery and low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Further destructive analysis found a li anode separator breach in segment 2, adjacent to the cathode tab and exposed cathode material. Deposited lithium (li) extended from this separator breach, plating across the top of the insulator cup where it contacted the cathode tab. Based on this analysis, the reported premature battery depletion was the result of an internal short from deposited-li material breaching the anode separator and subsequently contacting the cathode adjacent to openings in the anode separator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.